Manufacturer narrative:
Continuation of d10: product ID: tm91scs, serial# (B)(6), product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced ongoing problems connecting their communicator to the handset, with a "not found communicator" message displayed repeatedly. The patient reported that the replacement communicator only worked for a couple of days before malfunctioning, and connection issues persisted with both the previous and replacement communicators. The patient was unable to connect and turn stimulation off at night for five days and nights, resulting in significant pain and a sensation described as a shock when lying down with stimulation on. The inability to change therapy setting or intensity due to connection failure was also reported. Troubleshooting steps included resetting the communicator, connecting to the mystim application, resetting bluetooth in the handset, and restarting the handset. These interventions allowed the patient to successfully connect, turn therapy on, and change intensity. The agent reviewed best practices and provided instructions for future troubleshooting, and the steps taken during the calls resolved the issues.

Event description:
Additional information was received from the patient (pt) stating they could not get it to work, and the manufacturer representative (rep) kept having them reset the communicator, but it kept happening, not working on and off. The patient then called customer supper and they did a little different troubleshooting, which worked for two days. Pt then called again and another person walked them through troubleshooting, and it has worked great since. The patient reports needing someone to adjust where the sensation is in their back as they are feeling the stimulation in their feet, thighs, and ribs. This issue is not resolved as they want to feel thestim in their back where it helps, but they feel the sensation from their feet to inside the ribs, and it is uncomfortable and not where their back hurts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.